Event description:
It was reported that the pt underwent an open, primary, incisional/ventral hernia repair procedure in 2008. During this procedure the pt was placed under general anesthesia and two different surgical mesh prods were used. The pt was last seen by the surgeon two months later. At that time she complained of "mild pain around the ostomy on occasion". As a result, the pt was prescribed ibuprofen 600 mgs there times a day for 14 days and told to f/u if pain persisted. The pt did not return to dr and no pain clinic referrals were given. Approx five and a half months later, the pt reported disabling symptoms with the following: while bending over, exercising, coughing and deep breathing and while sitting up.

Manufacturer narrative:
Pain occurred - conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted. The same pt is represented in each medwatch. See 2210968-2008-01201 for the other medwatch.